Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.